Event description:
A fused instrument broke; a piece of a laparoscopic forcep broke off inside the patient. The broken tip was located via x-ray and was successfully removed. There was no harm to the patient.